Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
Additional information reported stated that the patient's cause of death was asphyxiation.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available at this time.